Event description:
Manufacturer's representative reported patient presented to physician's office with weakness and lethargy. The implanted drug infusion system was recently replaced in 2006. Onset of patient symptoms, and drug information were not reported. Infusion therapy troubleshooting included programming for accuracy, and ruling out disease progression, as well as possible patient allergies. Subsequently, the infusion system was explanted. It was reported that the patient has recovered from the explant surgery and would like a new infusion system implanted. Additional information has been requested from the hcp regarding the reported event. A follow up report will be sent when new information is received.